Event description:
Boston scientific received information that during an elective device upgrade for normal battery depletion the set screws of this device were stuck on the right atrial (ra) lead and the right ventricular (rv) lead. It was reported by a non-boston scientific representative that since the ra and rv leads were stuck in the header, they needed to be cut and replaced. The ra lead was explanted but the rv lead was capped. Both leads were successfully replaces with no adverse patient effects reported.

Manufacturer narrative:
The product has been returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. External visual inspection noted body fluid contamination in the lead barrels. There is a hole in the left ventricular (lv) lead negative seal plug. The right atrial (ra) lead positive (ra+) seal plug is missing. All other seal plugs are intact. There is a wrench tip stuck in the ra+ set screw. The ra+ set screw is backed into the retainer washer. All other set screws operate normally. A review of the device memory noted no resets, errors, or fault codes. A slot was cut into the ra+ set screw. The retainer washer and screw were removed. Visual inspection of the set screw and terminal block threads noted no irregularities. The set screw damage was induced.